Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy, even after several attempts to manipulate the handle. Following the deployment failure, the physician intentionally broke the delivery device for further attempts at manipulations of the device, but the clip still would not release from the catheter. Reportedly, the clip was removed by force, and then the whole clip detached. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was noted that the device returned without the over-sheath. It was possible to observe that the handle was broken. The control wire was kinked and was returned outside of the coil. Microscope examination was performed, and it was confirmed that the bushing had a double crimped. Dimensional analysis was performed on the outside diameter of the bushing to further analyze the deployment issue, and it was confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy, even after several attempts to manipulate the handle. Following the deployment failure, the physician intentionally broke the delivery device for further attempts at manipulations of the device, but the clip still would not release from the catheter. Reportedly, the clip was removed by force, and then the whole clip detached. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.